Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he changed his et on tuesday and the last 2 days, he has been having high blood glucose. Customer has been giving injections last night. Customer stated that when he holds the act button to fill tubing, nothing happens. Customer didn't eat and woke up with a blood glucose that was 40 points higher than when he went to bed. Customer's blood glucose was 380 mg/dl at the time of the incident. Customer treated with manual injections. Customer's blood glucose was 180 mg/dl this morning. Customer has not contacted their health care provider regarding their blood glucose. Customer did not want to run the high pressure test now. Customer changed the set and will monitor his blood glucose. Customer was able to fill tubing with no problems and the insulin did exit.